Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing an ongoing high blood glucose (bg) level (over 400 mg/dl). The customer did not know what caused the high bg. The cartridge and infusion set had been changed multiple times. Several correction boluses were delivered and an insulin injection was administered to address the bg level. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as expected. The customer was to change the infusion set site. Tandem technical support advised the customer to discuss the high bg level with a healthcare provider.